Event description:
It was reported that the pump battery gauge was ¿stuck at 25%¿ after charging the pump for an hour. Tandem technical support had the customer reset the pump and the battery. There was no reported adverse impact to the customer.